Event description:
The following has been reported: nurse reported: the pump began alarming with red lights on both channels after performing software update and she powered off pump after alarm. Pump powered on. Alarm repeated. Pictures and logs available. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 failure. Upon return, the device initially performed a mock infusion sucessfully and was reverted to manufacturing mode to undergo pneumatic hardware testing. The pump was not able to pass hardware testing consistent with a valve 2 failure.